Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that the tip was torn off in the stent area (crimped area) and at the luer lock.

Manufacturer narrative:
Based on the details of the complaint and investigation conducted, it is likely that this complaint is of the same root cause as that identified in ongoing CAPA 429004, such that it is likely that the balloon was not allowed sufficient time to deflate prior to withdrawal of the balloon and/or was not visualized to be fully deflated under fluoroscopy. When there is fluid still remaining in the balloon, when the catheter is pulled back into the sheath the fluid gets pushed to the distal end of the balloon creating a plug at the end of the sheath. If too much force is applied the shaft will stretch and break near the proximal balloon weld. It is for this reason that the most probable root cause is operational context. A secondary root cause is design, based on the findings of CAPA 429004, as with the use of contrast, the advanta v12 deflation time can take longer than the 40s as specified in the IFU (based on the use of water) for larger size balloons. CAPA 429004 is currently in the implementation phase and this issue has been evaluated under hhe 2021005 and is associated with recall number z-1076-2022. A review of applicable device history records was conducted. There were no non-conformances noted during this build of devices or indications of any manufacturing defect that could have contributed to the issue. As insufficient detail regarding the procedure was provided and the review of devices and device history did not identify any concerns, the investigation has not been able to conclude that there was any nonconformance with the device.

Event description:
N/a.

Manufacturer narrative:
Additional information: d10 additional concommitant products used: verctro 3 long (merit medical, 5f) 125 cm. Vector 2 long (merit medical, 5f) 100 cm. Pigtail short 65 cm. Pigtail long 90 cm. Angiography catheter (merit medical, 5f, pig-vsc-20b) 100 cm. Reliant, 12f. Navicross (terumo 90cm). Wires: luderquist (cook, r 7mm) 260 cm. Rosen curved wire guide (cook) 260 cm. Terumo short guiete wire m 150 cm. Terumo long guiete wire m 260 cm. Guide wire (e-wire, jotec) 300 cm. Locks: 8 lock (radifocus, terumo) 45 cm.

Event description:
N/a.